Event description:
The customer reported that the insulin pump had a button error alarm and the b button was stuck. The customer also stated that other buttons were not responding at all. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 66 mg/dl. The customer confirmed that his blood glucose level was low due to bolusing too much for breakfast. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent express bolus button response due to flattened button dome switch. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot.